Event description:
It was reported that during implant attempt, the lead was removed by the doctor because he did not feel it was "functioning" properly. It was further reported that during implant attempt, there was no capture and undersensing. The lead was not sensing p-waves that were visible. There was also high impedance greater than 4000 ohms. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.